Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Found that gpos was not communicating with rtos. Reloaded software and tested system for proper operation. System functioned as intended and placed back into service.

Event description:
It was reported that the system would not boot up. No patient injury was reported.